Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. The test reservoir does not lock in place and unable to perform the displacement test, displacement accuracy test and occlusion test due to missing retainer, broken reservoir tube lip and missing reservoir tube o-ring. Pump unable to download to the carelink software due to corrupted history files. Pump received with scratched case, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label missing, end cap address label missing and minor scratched lcd window. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had insulin flow block alarm. The customer¿s blood glucose level was unknown. The customer also mentioned that they were hospitalized on (B)(6) 2019 for unknown reason. The customer stated that the insulin pump showed insulin flow block alarm during high pressure test. The insulin pump will be returned for analysis.